Event description:
The following event was discussed by a physician during a social talk at a conference. During an atrial fibrillation ablation procedure performed with a cool flex ablation catheter, the patient experienced a cardiac tamponade. After pulmonary vein isolation was completed the patient became hypotensive and a transthoracic echocardiogram revealed a pericardial effusion coming from the left atrial wall. A pericardiocentesis was successfully performed and the patient stabilized. The physician stated that there were no device performance issues.

Manufacturer narrative:
The device was not returned to sjm for evaluation. Review of the device history record was not possible as the lot number of the device is unknown. The root cause classification of the reported cardiac tamponade is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.